Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The report of ¿pain at ipg site¿ was not able to be confirmed. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. The report did state that the patient did not have any trauma prior to the allegation, and they had no significant weight loss. Analysis of the returned ipg found no physical anomalies, it communicated with all lab utilities and passed all tests (no anomalous outputs) on the ate (automated test equipment).

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number:(B)(6).

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.